Event description:
The device was returned for sticky pins. The fva pins did not have noticeable drag during testing and the pump was able to infuse normally. Device was investigated internally and there was contamination found on the fva pins. The pins were cleaned and the device continued to infuse normally. Fva pin lip seals to be replaced.

Event description:
The following has been reported: biomed reported: pump with mislodged tubing errors. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.